Event description:
It was reported that the patient had a shocking or jolting sensation. The caller reported a surging sensation when walking through the security gate into a (B)(6) store on (B)(6)2010. Patient said "it felt like I was struck by lightning. Like I had a charley horse on my whole left side." The device was implanted on the left side and was on at the time. Patient stated they were about 12 inches from the security gate which was upgraded in (B)(6) 2010. However, patient stated they have been in the store since (B)(6) 2010 without a problem, although they have probably not been as close as 12 inches to the gate. Patient stated their foot muscles curled their foot in. Patient was taken to the hospital and given valium because of spasms. Patient had turned the stimulation down slightly and still has symptom relief for frequency. Patient indicated they were still shaky a day later. The patient was currently at home.

Manufacturer narrative:
(B)(4)